Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, an alarm was noted when only 23ml was remaining in it. No adverse effects were reported.